Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the pt.

Event description:
It was reported that the coil could not be detached after multiple attempts. Upon removal, the coil detached with part of the coil still inside the catheter. The physician was able to push the coil inside the aneurysm with the pusher assembly. No pt injury reported.